Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59n2m. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with two tr45w cartridge reloads present. The reload (b) was returned partially fired 1/10 and with the lockout spring damaged. The reload (c) was returned partially fired 3/4 and with the lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the ats45 was loaded with a tr45w and was unable to fire. A safety lock out occurred. A second reload was loaded and fired partly on the sterile field. No patient injury occurred and a new ats45 and reloads were used to finish the procedure.